Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was damaged internal components inside the response button. The root cause for the damaged response button could not be positively identified. No adverse events occurred from the monitor malfunction.